Event description:
Approx. 8 months following the implant of 3 cypher stents the pt returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unk if any restemosis was present or if treatment was required. Indication doe initial evaluation is unk. The target lesion was identified as the proximal right target lesion was identified as the proximal right coronary srtery provided. It is unk if the lesion was pre-dilated. The stents werew deployed at 18 atms for 30 seconds in overlapping fashion. It is unk if post-dilation was performed.